Event description:
A report was received that the patient was experiencing burning sensation around the implant site when charging. The patient also had blisters around the incision site. The physician will do a revision of the pocket site because one side of the ipg has come out and was too shallow. There was no break in the skin.

Event description:
A report was received that the patient was experiencing burning sensation around the implant site when charging. The patient also had blisters around the incision site. The physician will do a revision of the pocket site because one side of the ipg has come out and was too shallow. There was no break in the skin.

Event description:
A report was received that the patient was experiencing burning sensation around the implant site when charging. The patient also had blisters around the incision site. The physician will do a revision of the pocket site because one side of the ipg has come out and was too shallow. There was no break in the skin.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The ipg was replaced because it was causing burning sensation and discomfort. The physician did not suspect malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The root cause of the burning pain at the pocket site could not be determined. Maximum operational and charging temperatures were within the limit.